Event description:
Procedure: thoraco/lobectomy. According to the reporter: after the first firing, the staple line burst open. The staple line was treated with a new device. There was info about the use of reinforcement material.

Manufacturer narrative:
Tracking number (B)(4).